Event description:
It was reported that the "pd catheter has been broken in two parts". The patient received the catheter in late 2006. In 2007, the patient discovered that the catheter was broken. This discovery was made when she changed the dressing after a shower at home.

Manufacturer narrative:
An investigation has been initiated. Additional information regarding the device and event have been requested. When the investigation is completed, a final report will be filed.